Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of device memory noted the device had stored 19 resets, with the last reset being a rate fault reset; however, this did not impact therapy delivery. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was programmed to ddd mode and pacing and sensing remained normal on both channels. No noise or oversensing was observed during laboratory testing. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported lack of pacing.

Event description:
Boston scientific received information that during a routine device follow-up, the patient implanted with this pacemaker complained of discomfort. Upon device interrogation, it was observed that the device was not pacing. The device was explanted and replaced. No additional adverse patient effects were reported.